Manufacturer narrative:
The event is not a death situation. There was no life-threatening injury. There was no device malfunction reported in this case either. It was noted that the patient has previous acdf and severe kyphosis in this case. This patient's anatomy and condition may be contributing to the nerve palsy and weakness as well as the facet fracture. Although there was no nerve impingement evident in the CT images that could be contributing to the patient's post-operation symptoms and leading to a re-intervention, there was facet fracture with unknown cause reported. For this reason, providence decided to report this event out of abundance of caution to comply with 21 cfr 803 requirements. It is also noted that there are two different lots involved in this case. This MDR is a duplicate of 3009394448-2016-00011 and reports one of the two lots (lot 1116223) used in this case (used on the same patient, on the same day, and by the same surgeon). Not device defect or malfunction related.

Event description:
Patient had severe kyphosis and a c4-c7 acdf in (B)(6) 2015 prior to receiving posterior cervical fusion. After the cervical fusion, the patient woke up with nerve palsy and weakness. The patient's symptom was monitored by the surgeon who had a concern that the combination of nerve palsy and weakness could be due to possible proximity of the implant to artery nerves and facet fracture. The surgeon later confirmed that there was no intervention necessary because CT images showed the implant was not impinging on any nerves. However, the cause of the facet fracture was inconclusive according to the surgeon. The patient did not report any new or worsening symptoms after the revision. There was also no device defect or malfunction of any type reported.